Event description:
It was reported that the patient received inappropriate therapy due to myopotentials being sensed causing noise oversensing of short v-v intervals. It was also noted that lead integrity alert (lia) was triggered. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.